Event description:
Complaint alleged that during pt (age and gender unknown) treatment, there was was no screen display on the device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.